Event description:
It was reported that a 5" (13 cm) smallbore ext set w/microclave® t-connector, clamp, luer slip generated a leak after connecting to the intravenous (IV) catheter, blood leaked from the connector (between the blue outer layer and silicone). The event occurred during preparation to draw blood. No drug was involved in the event. There was no bleedback reported. The product is not a biohazard and the device was not reprocessed/resterilized. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. (B)(6).

Manufacturer narrative:
Received one used. List #011-ct1100, 5" (13 cm) smallbore ext set w/microclave® t-connector, clamp, luer slip; lot #unknown. Some blood was observed in the clave. The reported complaint of a blood leak could be confirmed. The returned sample was observed to have some blood residuals in the microclave. The probable cause is from the use of an incompatible mating device. The directions for use (dfu) states: connectors are compatible with iso male luers having an internal diameter between 0.062¿ and 0.110¿. A device history lot # review could not be conducted because no lot number(s) was/were identified.